Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that since (B)(6) 2019 the patient had severe abdominal pain and a slight increase in crp. The patient received novalgin 1g IV and piritramid s.c. For pain. On (B)(6) 2019 it was reported that since (B)(6) 2019 the patient received antibiotic tazobac 4.5 g IV due to increased crp values. The patient is feeling better and the abdominal pain is gone. An exam by the gastroenterologist revealed the findings are inconspicuous. The patient is in the hospital for the titration phase of duodopa therapy.